Event description:
It was reported that as lvp 20d 2ss cv came apart. This occurred 2 occasions. The following information was provided by the initial reporter: it was reported by customer that they had multiple instances of the end of the pump tubing coming apart when flushing or already apart when opening the package.

Manufacturer narrative:
H6: investigation summary: the customer reported multiple instances of the end of the pump tubing coming apart when flushing or already apart when opening the package, and returned two used sets of material #2420-0007. The sets both had no male luer attached to the tubing, and the complaint is verified. There was only one male luer in the bag, and it is unknown which tubing it went with. Visual analysis under the microscope found the root cause to be insufficient solvent. Manufacturing conducted a further investigation on the sample, as this was an unusual failure mode, and it was confirmed that the root cause is improper application of solvent during assembly. A device history record review for model 2420-0007 lot number 21036399 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv came apart. This occurred 2 occasions. The following information was provided by the initial reporter: it was reported by customer that they had multiple instances of the end of the pump tubing coming apart when flushing or already apart when opening the package.